Event description:
It was reported that after going transseptal in an atrial fibrillation (afib) procedure, the physician confirmed a small pericardial effusion with ice that was not on the tee from the day before. The case was aborted and the patient was sent to recovery. About 30 minutes later, the effusion increased in size and the patient was taken to the ep lab for a pericardiocentesis. The patient was then sent to recovery. The status of the patient is unknown. Upon request, the bwi field representative provided additional information on the event. The physician did not have any difficulty in maneuvering the catheter. No ablations prior to the event. Sheath used was the sl1. The patient had been given heparin but no act yet.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4).; cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).